Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse called to report that the patient had presented for follow up with inappropriate mode switch, the device was reprogrammed. The patient would continue to be monitored.